Event description:
The patient was undergoing a coil embolization procedure to treat a celiac aneurysm using a packing coil lp, lp system detachment handles (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a packing coil lp as the first coil to the target location using the microcatheter and attempted to detach it using a handle; however, the packing coil lp failed to detach. The physician then tried to detach the packing coil lp using another handle; however, the coil still failed to detach. Then, the physician also tried to manually detach the packing coil lp; however, the same issue occurred. Subsequently, while retracting the packing coil lp, the coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached packing coil lp was removed from the patient. The procedure was completed using ruby coil lps, both handles, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.